Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision procedure to reposition the lead to provide better stimulation. The lead had been placed too deep during the implant procedure and the physician wanted to improve placement. The patient was doing well postoperatively.